Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation findings the root cause cannot be definitively determined as a portion of the device was not returned for evaluation. The distal segment of the delivery pusher has a broken solder joint, it cannot be determined when this occurred. (B)(4).

Event description:
It was reported from (B)(6) that during treatment of a ruptured pcom aneurysm with balloon remodeling, the coil did not detach with multiple attempts. The coil was removed and additional coils were deployed successfully. However the patient was reported to have diffusion hits in the cortex. Additional information was inquired, however no other patient status was available.